Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has depleted from 30 percent down to 5 percent battery as per current checked in a span of 6 months. Technical services (ts) stated that this could be a premature battery depletion (pbd). Additional information received which indicates that there was a transmission occurred of 10 percent battery. This s-ICD was implanted 8 years with no anomalies and physician agreed for generator change. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Furthermore, an s-ICD data analysis received showed the battery appeared to be depleting more quickly than expected. This s-ICD was explanted, replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.